Event description:
It was reported that during a supply change for an ilet system, the user had been attaching the adapter to the insulin cartridge outside of the pump, which risks bending the connector needle or tearing the cartridge septum; after step-by-step guidance, the user rewound the pump, inserted a new cartridge with the adapter connected while seated in the ilet, connected tubing, primed until drops were seen, placed a new infusion set, filled the cannula, and resumed insulin delivery. The case involved troubleshooting and user education regarding correct adapter connection procedure during cartridge installation. Symptoms included hyperglycemia peaking at 387 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to the infusion set and cartridge components consistent with an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.